Event description:
Siemens became aware of an adverse event that occurred while operating the artis pheno system. Prior to the procedure during the patient transfer, the patient fell off the table. Additional information was received that the patient was transferred to the emergency room. The details of the incident are unclear; siemens has requested additional information regarding this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The reported issue was analyzed by our experts and the following conclusions were made. The reported event was attributed to an unexpected rotation of the table during the transfer process. Siemens local service engineer inspected the concerned unit and discovered that the table's rotation brake was loose, which meant that the table rotation was not properly restricted. However, the exact cause for the loose brake could not be determined. As part of the service activity, the engineer adjusted and tightened the table's rotation brake, restoring the system to its proper working order. It is user¿s responsibility to ensure that the table is securely immobilized and cannot move prior initiating any patient transfer. This precaution is essential to guarantee the safety and stability of the patient throughout the transfer process. The operator manual contains adequate instructions about patient transfer protocols and safety measures. Relevant warnings are outlined within the chapter titled "transferring and positioning the patient." (See operator manual excerpts below). ¿warning: patient transfer - the patient may fall to the ground. - move system into patient transfer position. - park the patient stretcher/bed right alongside the patient table without a gap. - lock the brakes of patient stretcher/bed. - always keep the mattress fixed on the tabletop with the velcro. - press the block movement button to prevent motorized movements or temporarily remove the consoles. - prevent pushing the table transversally with excessive force during patient transfer or hold it if it cannot be avoided. - use positioning aids for moving the patient.¿ the occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. Section h6 code g07001 - table brakes.